Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed the occurrence of check vent: machine pressure sensor auto-zero failed in the device event log. The issue also was able to be reproduced. The pse replaced the data acquisition (da) printed circuit board assembly (pcba) once customer approval was received. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from the customer reporting a check vent: machine pressure sensor auto-zero failed message occurred on the v60 ventilator. The device was in clinical use. The device alarmed and continued operations, however, was exchanged for another unit. There was no harm. The investigation is ongoing.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no issues. Functional analysis was performed and identified that the device pressure accuracy testing passed. In addition, the technician verified that the average machine and proximal pressure were within the expected range at 0 cmh2o. The technician could not duplicate the failure from the service. The suspect data acquisition pcba operates on the stb without issue or error code. No fault found.